Event description:
It was reported that a signal loss occurred on for receiver with serial number (B)(4). However, receiver with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the receiver logs was performed and signal loss was not found for serial number (B)(4) within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.